Manufacturer narrative:
Approximate age of device- 3 years, 6 months. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported through patient outcome that the patient was expired and the cause is unknown. Additional information was requested, but was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not conclusively be established through this evaluation. No alarms were associated with this event. Multiple requests for additional information regarding this event and the product to be returned were sent to the account. No further information was provided.no further information was provided. The manufacturer is closing the file on this event.